Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 359.219 lot no.: 9677803 manufacturing location: haegendorf release to warehouse date: 09.dec.2015 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was performed for the subject device: the investigation has shown that the handle is broken as mentioned. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are no signs of misuse on the instrument handle and top. The review of the production histories revealed that this inserter was manufactured in december 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Even though the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. In this regards the design of the handle (geometry and material) was changed to address this failure mode. The new design is already available on the market. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the inserter for titanium elastic nails broke during normal usage on an unknown date. Surgery was completed successfully with no consequences to the patient and no delay reported. Concomitant device reported: titanium elastic nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).